Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: h6. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Adverse reaction to metal debris in a patient with acetabular shell loosening 8 years after ceramic-on-metal total hip arthroplasty¿ (2015) by benjamin r. Pulley, md published in arthroplasty today vol. 1 pp. 93-98. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿adverse reaction to metal debris in a patient with acetabular shell loosening 8 years after ceramic-on-metal total hip arthroplasty¿ (2015) by benjamin r. Pulley, md published in arthroplasty today vol. 1 pp. 93-98 was reviewed for MDR reportability. This is a case study of a (B)(6)-year-old woman presenting with decreased joint range of motion, pain, antalgic gait 8 years after index tha with a pinnacle gription titanium acetabular shell (52mm), single titanium screw, cocr acetabular liner (52x36 mm), biolox delta ceramic femoral head (36 + 5mm), and summit porocoat titanium femoral stem with high offset neck (size 12). Radiographic studies showed a complete radiolucent line surrounding the acetabular shell indicating acetabular loosening. Serum ion levels were markedly elevated with co at 18 ppb and cr at 13.4 ppb. Intraoperative findings confirmed gross acetabular cup loosening, pivoting around the single well-fixed screw with little bony in-growth. The explanted cup showed no signs of wear, discoloration and no fretting was evident at the cup-screw interface. Joint capsulotomy revealed copious dark gray synovial fluid which was negative for infection and positive for lymphocytic infiltrate and inclusion bodies of macrophages which are markers consistent with aval. The femoral head was intact and well-fixed but had significant evidence of metal wear transfer. The femoral stem was well-fixed and left in situ at revision. Country of origin: USA. Pt identifiers: female, (B)(6)-year-old, weight: (B)(6), height: (B)(6), bmi 31 kgm2. Adverse event(s) related to product(s): implant bearing wear: metal (femoral head, liner); implant loosening: interface- implant to bone (cup); implant position: mispositioned (acetabular cup). Patient(s) reported harm(s) prior to procedure: blood heavy metal increased; surgical intervention; foreign body reaction; pain; joint rom decreased.